Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determined the connector type associated with this report. Erosion, intolerance, infection, and pain are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported a lap-band sys for which the pt experienced "a rosian to my stomach [erosion] and "severe pain". It was not specified how the problem was first noticed. The pt stated that they "have to had it removed," but did not specify what part of the lap-band sys was removed or whether it was replaced. Additional info: pt reported "infection which brought on more pain," and "it effects my whole life and way of living...and how it had put me so far behind in life...and can't function to be able to provide for my family." Pt reported feeling "depressed", but no indication of clinical diagnosis has been provided.